Manufacturer narrative:
Replacement components (head and foot spring) were shipped to the dealership on (B)(4) 2015. Should additional information become available for the user a supplemental record will be filed.

Event description:
Dealer stated that the end user alleged that as they turned over in their (B)(4) bariatric bed the rental bed snapped causing them to fall to the floor. Dealer stated that either the head or foot spring was bent, not sure which one. Dealer stated in a follow up call from invacare that he is not sure what the end user was doing when the rental bed fell but stated that the end user is very hard on beds. No injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The head and foot springs for the (B)(4) bed have been returned for evaluation. The complaint of the bed "snapping" could not be confirmed. There were no components cracked, broken or otherwise damaged in a manner that could be described as "snapped". Because the bed ends were not returned for analysis, it could not be determined whether the full assembly may have moved unintentionally under load in a manner that could be considered "snapping". The complaint of the bed being "bent" was confirmed based on the finding of bent latches on the head section. However, the cause of the bent latches could not be determined from the available information and analysis.

Event description:
Dealer stated that the end user alleged that as they turned over in their (B)(4) bariatric bed the rental bed snapped causing them to fall to the floor. Dealer stated that either the head or foot spring was bent, not sure which one. Dealer stated in a follow up call from invacare that he is not sure what the end user was doing when the rental bed fell but stated that the end user is very hard on beds. No injury or medical intervention reported.